Event description:
It was reported that a patient experienced a leak at the connection of the patient line of an apd set with cassette and an extension set. This occurred during dwell five of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical services representative advised the patient to tighten the connection, and the patient stated they did not notice any more fluid leaking out after tightening. The patient continued therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.